Event description:
Customer initially reported issues with the sensor. The insulin pump was alarming lost sensor, customer had gone swimming. Customer was assisted with finding lost sensor. Customer then later called because the insulin pump was alarming lost sensor. Troubleshooting was performed. Customer's blood glucose was 186 mg/dl. Customer stated the insulin pump is not communicating with the transmitter. Customer was explained that the device was no longer receiving data from the transmitter. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.